Event description:
It was reported that the bd¿ alcohol swabs had no expiration date on the box. The following information was provided by the initial reporter: "voice message question do the swab expire. Called this consumer back. Caller ended the call without conversation. Possible the box she has does not contain the experation date information. Outgoing call back to this consumer. Caller stated found a box in her home. Stored in home for quite sometime and not used. Wondering if they expire. She is disposing of this box.."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. Due to this batch being made in 2014 and files are retained for 7 years, no DHR review can be completed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
D.4. Medical device expiration date: na. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ alcohol swabs had no expiration date on the box. The following information was provided by the initial reporter: "voice message question do the swab expire. Called this consumer back. Caller ended the call without conversation. Possible the box she has does not contain the experation date information. Outgoing call back to this consumer. Caller stated found a box in her home. Stored in home for quite sometime and not used. Wondering if they expire. She is disposing of this box."